Manufacturer narrative:
Correct to d1: changed from "vaserlipo system", to "vaserlipo handpiece". Correction to d2: changed from "system, suction, lipoplasty" to "ultrasonic surgical system generator". Evaluation: the handpiece was returned for evaluation. Service could not confirm or duplicate the complaint as the customer described. Service ran the vaser handpiece continuously for over 1 hour and the handpiece was still functional. All measurements on the vaser handpiece are within specifications. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number bbcdnj. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Complaint type identified within risk analysis and performing within anticipated rate. No corrective action required.

Manufacturer narrative:
The investigation is underway.

Event description:
A user facility reported a device deficiency. It is noted that midway through the procedure, the device stopped working and the procedure was not completed while the patient was under anesthesia. It was noted that no injury to the patient was seen. The area of the body treated was the abdomen. Ventx was not used. A skin port was used and was not damaged or misaligned. A wet towel barrier was utilized to protect the skin from probe contact. A 2 ring probe was used for the treatment. The handpiece and probe were tested prior to the procedure. The amplifier self test was not used. No other treatments (besides vaser) were being performed in the same area when this event occurred. The patient has not undergone any other treatments in the same symptom area within the past 90 days. Continuous mode was used with the highest amplitude level at 80%. No system errors occurred and nothing out of the ordinary was noticed during treatment. The total time of vaser delivery was 15 minutes. 2l of tumescent fluid was used. The surgery was unable to be completed and the patient may reschedule surgery.